Event description:
Report received of a tubing separation at the distal y-site. The exact location of the separation is unknown. It is unknown what was infusing. It is unknown whether or not there was bleedback. There was no adverse patient effect reported. Multiple attempts were made to contact the customer for specific patient information, but no further information was provided.